Event description:
International customer reported that a patient presented with a wound dehiscence approximately 20 days following an orthopedic procedure. The site was drained, cleansed and reclosed. No further information was provided.

Manufacturer narrative:
Result: representative samples of the returned product were tested. The results obtained met requirements. Conclusion: no failure detected and the product meets requirements. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: xc8gbjm0, mfg: 03/2006, exp: 03/2011. Lot: xd8hhpm0, mfg: 04/2006, exp 04/2011.